Event description:
It was reported that during a lap gastric bypass procedure gastric tissue was being stapled and it was noticed that some of the staples were not properly formed. Procedure was completed with same like product. One device will be returning. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with a cartridge reload fully fired loaded in the device. In addition, an ecr60g partially fired 1/10 was received. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? I do not know. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Don't know, wasn't present unfortunately. What color cartridge was being used? Not sure. What other color cartridges were used before and after this event? Not sure unfortunately. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Don't know unfortunately. Were any unexpected noises heard? If so, when? Not that I'm aware of. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes they did. Was there any difficulty removing the device from the tissue? Not that I'm aware of. Is there any other additional information you would like to share about this device or procedure? Not at this time.